Manufacturer narrative:
Additional, changed, and/or corrected data: b6, b7.

Event description:
Healthcare professional reported a left side exchange with no complaint against the device. Patient later reported "no complaints against the device". Healthcare professional later confirmed and reported "capsular contracture, baker grade unknown". Device was explanted and replaced.

Event description:
Healthcare professional reported a left side exchange with no complaint against the device. Patient later reported "no complaints against the device". Healthcare professional later confirmed and reported "capsular contracture, baker grade unknown". Device was explanted and replaced.

Manufacturer narrative:
Continued: h.6. F2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.